Event description:
An angio-seal devic was inserted in the patient following a catheterization procedure. An angiogram was performed and the femoral artery appeared satisfactory for deployment. The deployment occurred without complications. The patient subsequently complained of progressive right leg pain. An aortogram and bilateral leg run-off were performed on 06/14/1999,revealing a vessel occlusion. On 06/15/1999,the patient under went a superficial femoral patch angioplasty. Later that day, the patient developed excessive bleeding and was returned to surgery for a hematoma and repair of the previous patch angioplasty. The patient was reported to be in good condition. At a later date, the films were examined by the angio-seal sales rep, the cath lab manager and the physician. Upon close examination, there was evidence of peripheral vascular disease, with some plaque noted distal to the insertion site.